Event description:
It was reported that an alert was received on this implantable cardioverter defibrillator (ICD) due to the heart failure index has crossed the alert threshold of 16. The most recent right ventricular automatic threshold (rvat) test shows t-wave oversensing at the loss of capture (loc). At this time, the device remains in-service. No adverse patient effects were reported.